Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered one inappropriate shock and anti-tachycardia pacing (atp) due to atrial flutter with rapid ventricular response (rvr). Technical services (ts) reviewed and noted no noise or impedance measurements out of range were noted. Ts was also provided alternatives with programing this device into left ventricular (lv) lead pacing only. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered one inappropriate shock and anti-tachycardia pacing (atp) due to atrial flutter with rapid ventricular response (rvr). Technical services (ts) reviewed and noted no noise or impedance measurements out of range were noted. Ts was also provided alternatives with programing this device into left ventricular (lv) lead pacing only. This device remains in service. No adverse patient effects were reported. Additional information was received from the field. The right ventricular (rv) lead of this crt-d system exhibited loss of capture (loc) due to fracture. Subsequently, reprograming was performed to obtain left ventricular (lv) lead pacing only. No adverse patient effects were reported.

Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.